Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The product has blurred printing on the scale of the syringes.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was blurred printing of the scale on syringes. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a 50ml syringe with no packaging blister. The syringe barrel scale marking and numbers are light, but legible. This is considered an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot 3194165. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
Additional information received. The product has blurred printing on the scale of the syringes. As response received on 17apr2024. - is the sample related to the incident available for analysis? If yes, please indicate the quantity. - is the sample contaminated? If yes, please indicate the substance. Not contaminated. Nivedhan dharmalingam 25apr2024..